Event description:
Because he was feeling syncope, the pt consulted his cardiologist. A magnet test was performed, and bradycardia was observed when magnet was removed. On (B)(6) 2012, pt came to hospital (implanting center). Bradycardia was also observed at the end of the threshold test. Device was therefore programmed from safer (promotion of av conduction, aai pacing mode with a ddd backup pacing mode) to vvir.

Manufacturer narrative:
(B)(6), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.